Event description:
It was reported that the patient had a long lasting low-flow-situation due to extrinsic outflow graft obstruction (eogo) with an obstruction area of about 33%. It was noted the patient was inoperable and was moved to palliative care. The low flow alarm threshold was reduced to 2.0lpm and the number of low flow alarms was reduced.

Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.